Event description:
Boston scientific crm received information that during attempted placement this right ventricular (rv) lead wrapped around the patient's eustachian valve, right atrium, and tricuspid valve. A perforation was also noted via fluoroscopy. The patient's chest was opened in order to extract the lead. Once explanted, the lead was successfully replaced by an epicardial lead. The patient was noted well and recovering following the procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed into three segments. Visual inspection noted blood/body fluid in the lead lumen. The lead segments passed conductor resistance confirming the conductor were electrically continuous. High potenial and insulation pressure testing was not performed due to the condition of the lead.